Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels. The customer's blood glucose levels was over 600 mg/dl at the time of the incident. The customer reported an error alarm. The customer was advised to call back if blood glucose continues to be high or if she gets the error alarm again. The insulin pump will be returned for analysis.